Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals, oversensing and low amplitude on both non-boston scientific right ventricular (rv) and right atrial (ra) channel. Upon review of the presenting electrogram (egm) and atrial tachy response (atr) episodes, technical services (ts) stated that there was low amplitude myopotential rv noise with no obvious evidence of oversensing. However, atr episodes showed significant ra noise with oversensing. There was no evidence of noise and oversensing noted on the left ventricular (lv) lead. Rv intrinsic, threshold and impedance measurements were stable. Ts recommended programming options and to consider investigating these leads for evidence of mechanical lead failure. This device and non-boston scientific leads remains in service. No adverse patient effects were reported.